Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in line) occurred on the homechoice (hc) device during drain three of eight. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) explained the alarm and instructed the hp to cycle the power to clear it. The hp was going to finish with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. If additional relevant information is obtained, then a follow-up report will be submitted.